Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture; the customer guessed that it could have been sweat. The patient's blood glucose at the time of incident was 416 mg/dl, which was treated via insulin pump bolus troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. The customer stated that the screen was scratched as well; the scratch was there for approximately one year. The customer stated that the insulin pump was functioning normally. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with high idle currents due to a corroded battery tube. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case near the display window corners and a cracked reservoir tube lip. No moisture damage was noted on the electronic assembly.